Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, (B)(6) , and the reported cardiac arrhythmia cannot be conclusively determined through this evaluation. The controller event log file contained data spanning from 07jun2021 at 08:46:01 to 08jun2021 at 10:07:59, per the timestamp. No notable alarms were recorded, and the pump appeared to have been operating as intended at the stored patient speed. The account communicated that the patient was experiencing frequent ventricular tachycardia bouts while admitted and sent in log file data for review to see if the ventricular assist device could be contributing. The patient remains ongoing on heartmate 3 left ventricular assist system, (B)(6) , and no further events were reported. Additional information was requested from the account; however, none has been provided at this time. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a log file review was requested. The patient was having frequent ventricular tachycardia during admission but no ventricular assist device (vad) alarms were noted. The vad team would like to see trends of the vad's numbers to evaluate for evidence of suction that could be contributing to this event. The event log captured some persistent pi events but no unusual events were noted in the log. It appears the vad and peripheral equipment are functioning as intended.